Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt's dn to rear therapy electrode cable and therapy electrode interconnect cable were severed and missing. Additionally the rear therapy electrodes were missing. The root cause for the missing cables and therapy electrodes was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt for an unrelated reason, when a reportable malfunction was found.